Manufacturer narrative:
After use of a 6-7f mynxgrip device for vascular closure, the patient had a hematoma. There was no patient injury. Analysis of the returned device indicated that "upon un-sheathing, the sealant was found between the balloon and the advancer tube, exposed to blood and appeared to have ¿swelled.¿ multiple attempts were made without success to obtain additional information. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The procedural sheath was abutting the balloon. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device. However, the balloon cannot be inflated partially due to the catheter¿s lumen being clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. Upon un- sheathing, the sealant was found between the balloon and the advancer tube, exposed to blood and appeared to have ¿swelled¿. The advancer tube was engaged to the tamp lock as received. The condition of the returned device indicates the sealant was not deployed in a patient. Review of lot f1818701 the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The condition of the returned device indicates the device was not used in a patient. The event reported as ¿hematoma¿ could not be confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the event might have been caused by sealant swelling up and increasing the profile which may have prevented the procedural sheath from being retracted during the procedure. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath, causing the sealant to hydrate prematurely which may have cause resistance during the shuttle deployment step. However, the root cause of the reported event experienced by the customer cannot be conclusively determined. The mynx IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or handling factors are likely contributing factors. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
After use of a 6-7f mynxgrip device for vascular closure, the patient had a hematoma. There was no patient injury . Analysis of the returned device indicated "the shuttle cartridge was disengaged from the black handle. The procedural sheath was abutting the balloon. Upon un- sheathing, the sealant was found between the balloon and the advancer tube, exposed to blood and appeared to have ¿swelled¿. The advancer tube was engaged to the tamp lock as received."